Event description:
Following the investigation of an incident involving the use of lifepak defibrillator our clinical engineering dept found that the labels on the external sterilizable paddles to have been reversed - apex and sternum-. We do not feel that this error contributed to the outcome of this event, however, would like to bring it to your attention. The company has evaluated the machine and they confirmed the labeling issue and are working to identify affected lot numbers.